Event description:
It was reported the patient presented for an unscheduled follow-up after feeling some "fatigue symptoms." The device had no pacing or output. When the device was checked two months earlier, the remaining longevity was estimated to be 8 to 38 months. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.